Manufacturer narrative:
Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Upon checking, fsr noticed constant circuit disconnected. Troubleshooting was performed; however, the error is still there. Fsr determined a new gas delivery engine (gde) is needed. Part was sent to customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea showed 87% leak during ventilation on a patient. The device was removed from the patient and they replaced another device. At this time, patient harm is unknown.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was unable to be confirmed or duplicated. As a precautionary measure, the tca assembly with new tca board assembly will be replaced. Factory service department to install a new pcba, patient assist call and tca then have assembly processed.